Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold outputs between 2.3 volts at 0.8 milliseconds to 3 volts at 0.8 milliseconds which was suspected to be related to the condition of the heart muscle. Along with the anticipated increase in pacing rate, presence of conduction block was considered during battery replacement. This rv lead was surgically abandoned and replaced with a different model. No additional adverse patient effects were reported.